Manufacturer narrative:
A sample from the patient was provided for investigation. The customer's result was confirmed. A general reagent issue can be excluded.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys vitamin d assay (vitd) on a cobas e 411 immunoassay analyzer (e411). An erroneous result was reported outside of the laboratory. The customer said that the sample had a very high vitd result. The initial result was flagged as being greater than the measuring range of the assay. The sample was diluted 1:5 and tested, resulting as 180 ng/ml. The sample was also diluted 1:10 and tested, resulting as 171.0 ng/ml. The doctor questioned the result, so the sample was sent to a reference laboratory. At the reference laboratory, the sample resulted as 71.2 ng/ml on (B)(6) 2016. The patient was not adversely affected. The e411 analyzer serial number was (B)(4). The field service engineer determined that the analyzer measuring cell was due for replacement. He completed preventive maintenance and replaced the measuring cell. He ran performance testing and a blank cell calibration; results were within specifications.

Manufacturer narrative:
Patient sample was provided for investigation. The customer's results were reproduced and were also confirmed with lc-ms/ms testing. No product problem has been identified.